Event description:
It was reported that during an anterior cruciate ligament reconstruction procedure, it was discovered that the rigidfix femrod 10mm *ea device broke while being used together with the rigidfix fem gdefr b/t/b device. The reporter clarified that the rigidfix fem gdefr b/t/b device could not be removed as a result of this event. The reporter also stated that the device itself did not have any issues. During in-house engineering evaluation, it was determined that the device was broken (2+ pieces) : device fractured. The surgical procedure was delayed for a few minutes to obtain a replacement device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility name was not provided. H4: the device manufacture date is currently unavailable. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the screw is broken. The broken piece remain inside the rigidfix femrod 10mm *ea. Also, the retainer was not returned. No other anomalies were noted. The rigidfix femrod 10mm *ea was attempted to be disassembled from the rigidfix fem gdefr b/t/b *ea however it was not possible to be remove it. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the rigidfix fem gdefr b/t/b *ea would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life. As per IFU; end of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning. It has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.